Event description:
Customer reported dark images during orthopedic work. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not produce the reported problem. System operates as intended.